Manufacturer narrative:
A4 is unknown. The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient drove themselves to the hospital and upon arrival went into cardiac arrest. Cardiopulmonary resuscitation was performed, and the patient was shocked twice in the cardiac catheterization laboratory (ccl). The patient was found to have an anterior myocardial infarction in the left anterior descending coronary artery. A percutaneous coronary intervention was performed and an impella cp was placed for support. The patient was transported to the cardiac intensive care unit (cicu) and approximately 15 minutes after arrival, it was reported that the pump began alarming after the patient had been turned. The impella was repositioned under echocardiogram guidance. The physician decided to wean and explant the impella as they were concerned about the alarms that occurred despite best practices being used and locking the impella in place. The physician felt that the patient was hemodynamically recovered enough that impella was no longer needed. The patient was taken back to the ccl and the pump was successfully weaned and explanted. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Optical sensor issue/suction: data logs do confirm failure mode, however, since the clinical details confirmed correct positioning and no product was returned, the root cause of the optical sensor issue and suction issue cannot be determined. Device history review: the device passed all post sterile inspection checks.